Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced ventricular fibrillation (VF) for which multiple shocks were delivered. One shock achieved rhythm conversion; however, the patient went back in VF. Therapy was delivered until it was exhausted. It was noted that the patient lost consciousness and sustained bumps and bruises. Technical Services (TS) was consulted and discussed that a code 1005 was recorded, due to high out of range shock lead impedance measurements greater than 125 Ohms during attempted shock delivery. TS recommended that the patient be considered unprotected and that the system be evaluated and replaced at the physicians discretion. This right ventricular (RV) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.This product investigation is still in progress. This report will be updated when product investigation is complete.